Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to drive shaft lug being stuck on the retraction stop.

Event description:
It was reported that during the implant attempt, the marker of the helix could not be confirmed under fluoroscopy during positioning near the apex. The right ventricular (rv) lead was removed from the body and the helix would not extend. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.